Event description:
Pt implanted 01/08/1998 into upper and lower vermilion borders. Insertion difficulties were experienced during implantation. Onset of implant displacement 01/08/1998. Implant explanted 02/16/1998.